Manufacturer narrative:
The reported field event of unable to interrogate failure and no pacing output was confirmed. As received, the device had no telemetry communication. The device was cut open to enable further testing, revealing a low battery voltage as the cause of no communication and no pacing output. Additional testing performed on the internal circuitry captured a high current condition within the hybrid. Further analysis of the hybrid isolated the source of high current to a damaged integrated circuit, resulting from a manufacturing process anomaly.

Event description:
It was reported that during the implant procedure, the device was unable to be interrogated after closure of the pocket. The patient was transported out of the procedure room, however, the device remained unable to be interrogated and loss of pacing was noted resulting in arrhythmia. An additional procedure was performed and the device was explanted and replaced to resolve the event. The patient was in stable condition.